Event description:
It was reported that the patient experienced bleeding around the apical cuff. Multiple attempt were made to stop the bleeding such as, complete decompression, emptying of the ventricle, slow filling of the ventricle, and surgical. The surgeon used bio-glue to stop the bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of an apical cuff blood leak during implant could not be determined through this evaluation. It was later reported that no further bleeding issues were noted. The patient was stable and recovering. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.